Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient reports after going to the bathroom the morning of the report, they felt like some urine was still retained, but figured it may just be the stimulation sensation in their bladder/vaginal area. Stimulation was decreased to a comfortable level. It is unknown if the issue was resolved at the time of this report. No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.